Event description:
"In approx 2007," a monarc sling was implanted. It was reported that, "after, and as a result of the pelvic mesh product, "the pt," suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries. On or about (B)(6) 2011, "the pt had," additional surgery due to the failure of the pelvic mesh products." Allegedly, the pt has experienced, "significant mental and physical pain and suffering, and required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.